Event description:
The patient had a hysterectomy for uterine fibroids. Surgiflo was used for hemostasis at the vaginal cuff and ovarian blood flood. Pt presented 14 days later with a small bowel obstruction. She was treated conservatively first. She required surgery with the finding of severe small bowel adhesions to the vaginal cuff and both ovarian blood flow. She required a small bowel resection. Pathology showed giant cells consistent with foreign body reaction. Additional information: patient had a prior myomectomy with some adhesions of the bowel loosely to the posterior portion of the uterus. 1 unit of surgiflo was used laparoscopically. No other hemostatic agents were used during the initial surgery. The excess surgiflo matrix was not removed when hemostasis had been achieved. Patient presented with nausea and vomiting. A CT scan revealed that she had a small bowel obstruction. She was observed for several days to see if this small obstruction will resolve spontaneously. She had additional CT scans then underwent surgery. Patient is doing well. The indication for using the product was: bleeding of the vaginal cuff. There were no delay in the procedure as a result of this event. Patient underwent exploratory laparotomy and had to have a small bowel resection because of dense adhesions. She had adhesions to everywhere the surgiflo was placed. Pathology suggested giant cell reaction as the patient had a foreign body reaction to the material. Surgeon's opinion as to the relationship of the product to the symptoms: "I believe the patient had a unique reaction to the symptoms. Either unique allergy or foreign body reaction. This caused her to develop dense acute adhesions. The small bowel obstruction would not have resolved without surgical removal of a portion of affected bowel. There were multiple dense adhesions. The worst that I have ever seen. The repeat surgery was primarily performed by general surgeon. This also is most extensive adhesive disease he had ever seen this acutely postoperatively."

Event description:
The patient had a hysterectomy for uterine fibroids. Surgiflo was used for hemostasis at the vaginal cuff and ovarian blood flood. Pt presented 14 days later with a small bowel obstruction. She was treated conservatively first. She required surgery with the finding of severe small bowel adhesions to the vaginal cuff and both ovarian blood flow. She required a small bowel resection. Pathology showed giant cells consistent with foreign body reaction.